Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Logfile confirms that the treatment was automatically interrupted to prevent an uncontrolled cut. During an onsite visit the fse (field service engineer) replaced the application interface and successfully completed system verification to specification. The root cause could not be identified conclusively. Failure analysis shows the issue cannot be reproduced. Functional inspection of the application interface works without issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that after laser treatment, a part of the flap was found to be not treated/cut. Surgery was not cancelled or delayed. No patient harm was reported. Upon follow up, procedure on patient's right eye was able to be completed normally.